Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was recently hospitalized for diabetic ketoacidosis, with a blood glucose reading around 300 mg/dl. The customer stated she last changed her infusion set the day of the event. The customer also stated that when she replaced the battery of the insulin pump after the event, a motor error alarm occurred. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.